Manufacturer narrative:
The field service engineer checked the analyzer. A valve was replaced. Probes were cleaned and the gear pump head pressure was adjusted. The investigation determined the service actions resolved the issue. The issue is consistent with inadequate preventive service maintenance.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The initial measurements were performed with aliquots of the samples. All repeats were performed with the sample primary tubes. The first sample initially resulted in a creatinine value of 169.7 umol/l. The sample was repeated, resulting in a value of 53.5 umol/l. The sample was also repeated on a second analyzer, resulting in a value of 54.6 umol/l. No incorrect results were reported outside of the laboratory for this sample. The second sample initially resulted in a creatinine value of 109.5 umol/l. The sample was repeated, resulting in a value of 53.5 umol/l. The sample was also repeated on a second analyzer, resulting in a value of 58.1 umol/l. No incorrect results were reported outside of the laboratory for this sample. A service representative at the site checked the instrument. The gear pump pressure was low and was adjusted. The probe adjustment was checked and seemed correct. The analyzer cells were checked and were adequately filled and emptied. The customer also replaced the reagent lot. The issue with patient sample discrepancies persisted. The third patient sample initially resulted in a creatinine value of 110.7 umol/l on (B)(6) 2021 and repeated as 49.5 umol/l. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. The creatinine reagent lot number used on (B)(6) 2021 was 57373901, with an expiration date of 30-jun-2022. The reagent lot and expiration date used after 06-dec-2021 was requested, but not provided.